Event description:
It was reported to boston scientific corporation on (B)(6)2023 that an axios stent and electrocautery enhanced delivery system was used to treat a choledochoduodenostomy anastomosis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement performed on (B)(6)2022. During the procedure, post puncture, the axios stent was unable to deploy. The axios stent was partially deployed when it was removed from the patient. Subsequently, due to the stent being unable to deploy, the patient had bile leak and laceration. A boston scientific gallbladder stent was placed to address the bile leak. The patient was referred to interventional radiology for right percutaneous biliary drain and was admitted for 21 days. Note: it was reported that the axios stent and electrocautery enhanced delivery system was to be implanted to treat a choledochoduodenostomy anastomosis. Per the instructions for use (IFU), the axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts > 6 cm in size and walled-off necrosis > 6 cm in size with > 70% fluid content that are adherent to the gastric or bowel wall. The stent is not indicated to be implanted to treat a choledochoduodenostomy anastomosis.

Manufacturer narrative:
Weight: patient's weight is (B)(6). Report source: report source: mw#5114639. Patient code (B)(4).. Patient code (B)(4).. Impact code f08 captures the patient's admission. Impact code f23 is being used to capture the additional intervention of percutaneous biliary drain. Impact code f2301 is being used to capture the placement of gallbladder stent to address the bile leak. Imdrf device code a15 captures the reportable event of axios stent partially deployed.

Manufacturer narrative:
Block b5 has been updated with additional information received on march 28, 2023. Block a4: patient's weight is 81.2 kg. Block g2: report source: mw#5114639 block h6: patient code e2401 captures the reportable event of bile leak. Patient code e2009 is being used to capture the reportable event of laceration. Impact code f08 captures the patient's admission. Impact code f23 is being used to capture the additional intervention of percutaneous biliary drain. Impact code f2301 is being used to capture the placement of gallbladder stent to address the bile leak. Imdrf device code a15 captures the reportable event of axios stent partially deployed.

Event description:
It was reported to boston scientific corporation on february 10, 2023 that an axios stent and electrocautery enhanced delivery system was used to treat a choledochoduodenostomy anastomosis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement performed on (B)(6) 2022. During the procedure, post puncture, the axios stent was unable to deploy. The axios stent was partially deployed when it was removed from the patient. Subsequently, due to the stent being unable to deploy, the patient had bile leak and laceration. A boston scientific gallbladder stent was placed to address the bile leak. The patient was referred to interventional radiology for right percutaneous biliary drain and was admitted for 21 days. Note: it was reported that the axios stent and electrocautery enhanced delivery system was to be implanted to treat a choledochoduodenostomy anastomosis. Per the instructions for use (IFU), the axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts > 6 cm in size and walled-off necrosis > 6 cm in size with > 70% fluid content that are adherent to the gastric or bowel wall. The stent is not indicated to be implanted to treat a choledochoduodenostomy anastomosis. Additional information received on march 28, 2023: the axios stent was used to treat an obstructive jaundice secondary to pancreatic cancer. Another axios stent was placed for biliary drainage. During the patient's 21-day admission, the patient underwent percutaneous transhepatic cholangiogram with biliary drainage and exchange of internal-external biliary drains. Note: it was reported that the axios stent and electrocautery enhanced delivery system was to be implanted to treat an obstructive jaundice secondary to pancreatic cancer. Per the instructions for use (IFU), the axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts > 6 cm in size and walled-off necrosis > 6 cm in size with > 70% fluid content that are adherent to the gastric or bowel wall. The stent is not indicated to be implanted for the treatment of obstructive jaundice.